Event description:
Hcp reported that after implant, at the first refill, the pump was empty. The pump was refilled. At the next 2 refills, the physician removed 18.8 ml and 18.6 ml respectively. The pt was complaining of pain at the time of the last refill. The catheter checked out okay, so the hcp decided to replace the pump. No pt outcome is reported.